Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours while on vacation in spain. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge and the cannula was also bent. As treatment, a new pod was placed. The pod has been discarded.